Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, prime/delivery and excessive no delivery test however, received motor error alarm during occlusion test due to faulty force sensor resistor. Motor passed the motor test. Rewind functioned properly during testing. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube, and missing end cap sticker.

Event description:
Customer's mother reported via phone call that customer received excessive motor error alarms. Customer's blood glucose was 589 mg/dl, which was treated with manual injection. During troubleshooting for motor error alarm, it was found that drive support cap was flush and customer was unable to complete rewind process. Customer was advised that insulin pump would need to be replaced.